Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. The pt underwent a reoperation on an unk date to remove a posterior mesh that became "hard as a brick". The physician was concerned that the pt had some type of reaction to the implant. Additional info has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/06/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.